Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the following malfunctions were found: missing adhesive on the forceps cover, the pink transducer was cut and adhesive was missing, and the light guide lens had a pinhole on the adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.